Event description:
It was reported that the balloon catheter could not be removed from the 6f introducer sheath post inflation using a 60cc syringe.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This included 100% verification of proper passage through an appropriately sized introducer sheath during manufacturing. As received, the balloon catheter was lodged inside a 6f introducer. The shaft was stretched from the introducer hub 6.5cm. The stretched portion shows evidence of hemostat markings in several places. The balloon was protruding 1.4cm out of distal end of introducer with a bulbous shape that is hardened with a dark fluid inside the balloon. A .036 inch guidewire was introduced through the catheter with some resistance occurring at stretched section. The balloon catheter could not be removed either proximally or distaly from introducer. Although the event is confirmed, the results are inconclusive and root cause is unk. The info for use for this device states: caution - if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.